Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a generator changeout procedure. Upon review, the right ventricular lead exhibited with low sensing and varying capture thresholds. It was found that the lead had an insulation breach. The lead was capped and replaced during procedure on (B)(6) 2021. The patient was stable.